Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 150 mg/dl. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the blank display could not be determined. Replacement product is being sent.